Event description:
A patient with hydrus microstent implantation (implanted by unknown surgeon on an unknown date) transferred care to another surgeon. The surgeon reported the microstent inlet buried in iris tissue. The patient experienced inflammation and uveitis which was responsive to steroid treatment. The managing physician inquired about explantation of the device.

Manufacturer narrative:
The device presumably remains in-situ and the device lot number is unknown; therefore, a review of the device history records was unable to be performed. Additional information has been requested from the treating physician, if received a supplementary report will be submitted. Iris-microstent touch, ocular inflammation and uveitis are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).